Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 07/15/2011. Allergan has rec'd the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Pain and infection are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: adverse events: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Event reported as, "difficulty accessing port - painful around port site. Gastroscopy, laparoscopy - no erosion or infection seen around lap-band. Port site infection - removed and replaced at another site." The explanted access port will be returned. F/u findings: the port was too deep to access. The facility has performed all the fills/defills with sterile, non-pyrogenic isotonic saline. The pt has not been exposed to any illness or dental infection, nor have any medical history or take any medication that would suppress the immune system. The physician is not certain as to the causality of the infection.